Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call hospitalization. Customer's blood glucose level was 346 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.